Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -18.0 diopter, in the patient's left eye (os) on (B)(6) 2017. On the same surgery the lens was exchanged for the same size and diopter lens due to lens tear/break during injection into the eye. The reporter stated that he thought "bad loading" was the cause of the tear. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Lens was returned in a small vial. Visual inspection found missing piece of haptic. (B)(4).

Manufacturer narrative:
Conclusion: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).